Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone to report no delivery alarm was found then motor error also found in insulin pump. The customer was advised to revert back up plan. The insulin pump will not returned for analysis.